Event description:
There was a report of an occurrence of a fluid warming infusion set tubing that did not allow for circulation of the warming fluid when this set was inserted into the fluid warmer. Several attempts were made without success. A new system was obtained and successfully utilized. No patient injury or adverse event reported.

Manufacturer narrative:
The suspect device was returned for evaluation. Functional testing of the disposable device was performed and it was confirmed that once the disposable was assembled to the warmer, the circulation fluid would not flo. Visual inspection of the disposable found that the inner and outer lumen were not properly aligned to connect with the device manifold, preventing the flow of the circulation fluid. It was determined that the misalignment occurred during manufacture; as the solvent had not been allowed to sufficiently cure prior to handling. A corrective action had been implemented to update the procedure to include a minimum allotted cure time following the application of solvent during the assembly of the triple lumen tube to the device manifold.